Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker exhibited low pacing impedance. After re-positioning and mapping different locations, the device's helix was sprung. The device was retrieved, and the procedure abandoned. There were no patient consequences.